Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor board. System operates as intended.

Event description:
Customer reported the monitor cart will not boot up. No patient injury was reported.